Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted a dehiscence of recent incisional hernia repair, an ischemic section of the small bowel, and a recurrent incisional hernia. The mesh had pulled out along the lower portion of the repair, with only the proximal quarter of the mesh still attached onto the fascia. A gangrenous segment of small bowel was present, and the proximal bowel was quite distended. He performed a bowel excision and removed the mesh. He also noted edema of the abdominal wall and that previously placed sutures had pulled through the mesh. The small bowel had lost its right of domain. It was reported that the patient experienced severe pain, inflammation and weight gain. No additional information was provided.